Event description:
During a lobectomy procedure, the staples at the end of staple line were nonconforming. The surgeon placed over stitches to close the tissue. The case was completed with a like device with no consequence to the pt.